Event description:
The customer called into technical support (ts) reporting that the device displayed alarm: led failure with error code 1105. The device was being set up for patient use. No patient delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised caller to replace the front bezel and provided the part number. Following the evaluation of the device, the customer ordered and received the front bezel and replaced it to resolve the problem, then placed the device back in service.

Event description:
The customer called into technical support (ts) reporting that the device displayed alarm: led failure with error code 1105. The device was being set up for patient use. No patient delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised caller to replace the front bezel and provided the part number. Following the evaluation of the device, the customer ordered and received the front bezel and replaced it to resolve the problem, then placed the device back in service.